Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient reported being in the hospital due to a cgm inaccuracy issue. However, the details leading up to the patient¿s hospitalization were not clarified. The patient was also wearing a tandem insulin pump. At the time of report, the patient was in the hospital and reporting that her cgm was reading 270 mg/dl while the bg meter was reading 159 mg/dl. The patient was attempting to calibrate but was receiving calibration errors. No patient symptoms were reported. There was no documentation of any medication or treatment being provided to the patient. Attempts to reach the patient for further event details were unsuccessful. The patient was still in the hospital at the time of report no data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 07/20/2025, it was reported that the patient reported being in the hospital due to a cgm inaccuracy issue. However, the details leading up to the patient¿s hospitalization were not clarified. The patient was also wearing a tandem insulin pump. At the time of report, the patient was in the hospital and reporting that her cgm was reading 270 mg/dl while the bg meter was reading 159 mg/dl. The patient was attempting to calibrate but was receiving calibration errors. No patient symptoms were reported. There was no documentation of any medication or treatment being provided to the patient. Attempts to reach the patient for further event details were unsuccessful. The patient was still in the hospital at the time of report no data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B3 date of event - correction. B5 describe event or problem - correction.